Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident was not observed and was unable to be duplicated during device evaluation with a known good battery. Device data log review showed several charge failures followed by defib failure due to a low battery advisory. The battery used at the time of the reported incident was not returned for evaluation. The device was recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and delayed charging. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.